Event description:
On (B)(6) 2012 covidien (B)(6) reports: a (B)(6) male pt with good venous status and a medical history of renal cyst, rec'd 70ml of optiject 350 (ioversol) by IV route in the elbow crease, via an automatic injector at a rate of 2.5ml/s, for a scan of the abdomen and pelvis on (B)(6) 2012. During optiject injection he experienced a mild extravasation (between 31 and 100ml) at injection site leading to the interruption of the examination. The final outcome was unk. The rptr evaluated the severity of the extravasation as mild.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.